Event description:
Patient reported "right side rupture". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on anterior side assessed as fold flaw opening and missing shell assessed as inconclusive. Capsular contracture: unable to observe since it is not related to the device. Additional observations: wear abrasion is observed. Creases are observed. Stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "right side rupture and capsular contracture baker grade IV per MRI". Healthcare professional later confirmed right side "rupture" and "capsular contracture baker grade IV." Device has been explanted and replaced.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b.5., b.6., h.6.

Event description:
Patient reported "right side rupture and capsular contracture, baker grade IV per MRI". Healthcare professional laterconfirmed right side "rupture" and "capsular contracture, baker grade IV." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Device has been explanted and replaced.